Event description:
One surgeon implanted the device and the patient experienced a high fever within 12 hrs. The patient became very ill. Csf cultures were taken and no bacterial infection was found. Steroids were given. The shunt is still in the patient. A tunneler 990-010 was also used. Mdr9612007-2006-00010 was filed for the tunneler.